Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 and the customer changed out the cartridge. The customer's blood glucose (bg) level was 300 mg/dl and a bolus via the pump was delivered. The customer's bg remained elevated and the customer thought that the pump was not delivering insulin. The customer declined tandem technical support's offer to troubleshoot. Due to correcting for the high bg and delivering too much insulin, the bg dropped to 42 mg/dl. Carbohydrates were consumed to address the bg level.